Event description:
Procedure: hernia repair. Reportedly, the balloon burst inside the patient and separated from the cannula. Pieces of balloon fell into the cavity. All pieces were retrieved from the cavity. No patient injury reported.